Manufacturer narrative:
H.6. Investigation summary: physical samples received for investigation. 326 samples were analyzed and test were carried out including, leakage test, defects on molding barrel, and plunger rod and/or stopper functionality. Defects were present in features such as molded components, leakage and in the syringe assembly which caused a malfunction of the product, observing leakage by the stopper. Dimensional analysis was performed, the stopper is out of specification in diameter which caused the leakage. Additionally, retention sampled were visually evaluated and analyzed. The retention samples showed consistent results, i.e. No leakage was present. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Root cause is due to the stopper with dimensions out of specification. As corrective action, the supplier will be notified.

Event description:
It was reported that the syringe 10 ml ll w/ndl 21x1 rb experienced leakage.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10 ml ll w/ndl 21x1 rb experienced leakage.